Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and water-based liquid contamination was observed on pcba (printed circuit board assembly) triangle. The returned sensor patch was attempted to be re-programmed, however an error occurred during reprogramming. The error prevented the returned sensor from being reprogrammed. Unable to determine accuracy test, poise voltage and sensor temperature. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Upon further extended investigation it has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The data was unable to be extracted from the returned sensor puck using evm (evaluation module) due to the device not compatible as error message appearing when attempting to scan the sensor patch. The sensor was de-cased and no damaged component or contamination was observed on the sensor pcba (printed circuit board assembly). Therefore, adc was unable to further test the returned product due to the problem occurring during phase1 investigation. Section h6 (investigation findings) code c20 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. Section d4 (serial number) and h4 (device mfg date) were updated based on returned product download section d4 (serial number) was updated from (B)(6). Section  h4 (device mfg date) was updated from 5/20/2022 to 9/21/2022. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.